Manufacturer narrative:
The meter has been confirmed to exhibit the memory overwrite malfunction. Customers and retailers have been informed through the adc fa16may2006 letter.

Event description:
A customer reported that the units of measurement on their freestyle flash meter changed. There was no report of death, serious injury or mistreatment. The customer's meter has been returned and an investigation is in process.